Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('intrauterine pregnancy') and abdominal pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menorrhagia, neck pain, myalgia, depression, anxiety, tension, fatty liver, arthralgia, carpal tunnel syndrome, abdominal tenderness, helicobacter pylori infection, renal calculi, incisional hernia and flank pain. In 2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abdominal pain (seriousness criteria medically significant and intervention required) and migraine ("migraine/ headache") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery (other) type of surgery: removal of essure). Essure (ess205) was removed in 2005. At the time of the report, the pregnancy with contraceptive device, menorrhagia, urinary tract infection, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, weight increased, vaginal discharge and migraine outcome was unknown and the abdominal pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2005. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound scan on (B)(6) 2004: there is a single viable intrauterine gestation in vertex presentation, with an estimated gestational age of 36 weeks, 2 days. Anterior placenta, without previa. Edd: (B)(6) 2005. Fetal anatomic survey is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs received events "abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinar tract, apareunia (inability to have sexual intercourse), nausea, nickel allergy, dysmenorrhea (cramping),abdominal pain, vaginal discharge, weight gain, pregnancy with essure, device ineffective, migraine/ headaches, she did not undergo essure confirmation test" were added. Outcome of event "pain, bleeding" were added as recovered. Medical history, reporter information and patient information were added. On 20-aug-2019: pfs received reporter information added. Patient dob was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain') and pregnancy with contraceptive device ('intrauterine pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menorrhagia, neck pain, myalgia, depression, anxiety, tension, fatty liver, arthralgia, carpal tunnel syndrome, abdominal tenderness, helicobacter pylori infection, renal calculi, incisional hernia and flank pain. On (B)(6)2004, the patient had essure (ess205) inserted. In 2004, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinar tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), allergy to metals ("nickel allergy / nickel - diag. Post-essure"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine/ headache") and cystitis ("bladder infections"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (surgery (other) type of surgery: removal of essure). Essure (ess205) was removed on (B)(6)2005. At the time of the report, the abdominal pain, vaginal haemorrhage and cystitis had resolved and the pregnancy with contraceptive device, menorrhagia, urinary tract infection, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea, weight increased, vaginal discharge and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2005. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, female sexual dysfunction, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for bladder infections. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Ultrasound scan - on (B)(6)2004: 1. There is a single viable intrauterine gestation in vertex presentation, with an estimated gestational age of 36 weeks, 2 days. 2. Anterior placenta, without previa. 3. Edd: (B)(6)2005. Fetal anatomic survey is unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New event added: bladder infections was added. Outcome of the event bladder infections was updated to recovered/resolved. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.